Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016, along with a right ventricular lead. During follow-up performed on (B)(6) 2018, the displayed magnet rate was 96 min-1, the battery impedance was 0.24 kohms and the displayed estimated residual longevity was superior to 11 years. During a follow-up performed on (B)(6) 2018, the magnet rate was 96 min-1, the battery impedance was 0.26 kohms and the displayed estimated residual longevity was superior to 4 years. An analysis of the cause of the decrease of the displayed estimated residual longevity is requested.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016, along with a right ventricular lead. During follow-up performed on (B)(6) 2018, the displayed magnet rate was 96 min-1, the battery impedance was 0.24 kohms and the displayed estimated residual longevity was superior to 11 years. During a follow-up performed on (B)(6) 2018, the magnet rate was 96 min-1, the battery impedance was 0.26 kohms and the displayed estimated residual longevity was superior to 4 years. An analysis of the cause of the decrease of the displayed estimated residual longevity is requested.

Manufacturer narrative:
Preliminary analysis results revealed that, because of a telemetry error, the statistics reset performed on (B)(6) 2018 was not properly completed and led to an underestimation of the displayed residual longevity.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016, along with a right ventricular lead. During follow-up performed on 6 february 2018, the displayed magnet rate was 96 min-1, the battery impedance was 0.24 kohms and the displayed estimated residual longevity was superior to 11 years. During a follow-up performed on 14 march 2018, the magnet rate was 96 min-1, the battery impedance was 0.26 kohms and the displayed estimated residual longevity was superior to 4 years. An analysis of the cause of the decrease of the displayed estimated residual longevity is requested.